Event description:
It was reported that the user changed their cgm sensor after a sensor-expired alert and then received a ¿pairing failed¿ alert while the new sensor was in warmup; the alert resolved and the warmup continued, consistent with an intermittent communication failure potentially related to electrical/magnetic components such as the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure involving device components related to electrical and magnetic functions, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.